Event description:
A customer reported receiving an error-3 message and a battery and booklet icon appeared upon strip insertion into their freestyle blood glucose monitor which suggests that the memory overwrite malfunction may have occurred. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.